Event description:
Report received from the USA stating that the device had a hole/cut in the hose. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information is received, a supplemental report will be sent. (B)(4).